Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted using intracardiac echocardiogram (ice) imaging. The patient was placed on a dual antiplatelet (dapt) medication regimen. At the 45 day routine follow up, transesophageal echocardiography (tee) imaging revealed a possible device related thrombus (drt) on the face of the closure device versus a possible device healing issue. The patient reported being compliant with the medication regimen up until the drt. In the physician's opinion, the closure device was placed too distal, so a possible laa lobe was uncovered on the limbus side. The physicians also stated the closure device limbus shoulder appears to be seated/biased toward the limbus and there appears to be a gutter or possible lobe just proximal to the shoulder of the closure device. The physicians plan to repeat a computed tomography (CT) scan or tee in the future, in response to the drt. The physicians placed the patient on oral anti-coagulation (oac). A follow up tee will be performed in two (2) months. No further interventions were reported.

Manufacturer narrative:
H6 impact code corrected from no health consequences or impact to medication required.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted using intracardiac echocardiogram (ice) imaging. The patient was placed on a dual antiplatelet (dapt) medication regimen. At the 45 day routine follow up, transesophageal echocardiography (tee) imaging revealed a possible device related thrombus (drt) on the face of the closure device versus a possible device healing issue. The patient reported being compliant with the medication regimen up until the drt. In the physician's opinion, the closure device was placed too distal, so a possible laa lobe was uncovered on the limbus side. The physicians also stated the closure device limbus shoulder appears to be seated/biased toward the limbus and there appears to be a gutter or possible lobe just proximal to the shoulder of the closure device. The physicians plan to repeat a computed tomography (CT) scan or tee in the future, in response to the drt. The physicians placed the patient on oral anti-coagulation (oac). A follow up tee will be performed in two (2) months. No further interventions were reported.

Manufacturer narrative:
Medical media was provided and is related to thrombus and does not appear to depict any unrelated device or user related allegations. No further review is required by either boston scientific medical safety or watchman medical media subject matter experts.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted using intracardiac echocardiogram (ice) imaging. The patient was placed on a dual antiplatelet (dapt) medication regimen. At the 45 day routine follow up, transesophageal echocardiography (tee) imaging revealed a possible device related thrombus (drt) on the face of the closure device versus a possible device healing issue. The patient reported being compliant with the medication regimen up until the drt. In the physician's opinion, the closure device was placed too distal, so a possible laa lobe was uncovered on the limbus side. The physicians also stated the closure device limbus shoulder appears to be seated/biased toward the limbus and there appears to be a gutter or possible lobe just proximal to the shoulder of the closure device. The physicians plan to repeat a computed tomography (CT) scan or tee in the future, in response to the drt. The physicians placed the patient on oral anti-coagulation (oac). A follow up tee will be performed in two (2) months. No further interventions were reported.